Manufacturer narrative:
(B)(6). The lot was manufactured october 23, 2017 - october 24, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of three (3) small volume intermates ruptured. This event occurred during filling the device with tobramycin and 1000ml of sodium chloride. There was no patient involvement. No additional information is available.